Manufacturer narrative:
(B)(4). The customer reported the device had a cracking noise coming from the defib and the device is rebooting. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the device had a cracking noise coming from the debris and the device is rebooting. There was no reported pt involvement.